Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af). Technical services (ts) noted that the mode switch was maintained. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.